Event description:
Info rec'd indicates the left foot brake caster continues to swivel while in the locked position.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.